Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the imaging system and confirmed that the images were grainy. They recalibrated the system and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the contrast was off and the image was grainy. The site brought in their other imaging system to complete the case. Imaging was aborted causing a delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that the contrast was off and the image was grainy. The site brought in their other imaging system to complete the case. Imaging was aborted causing less than an hour delay in the procedure. No impact on patient outcome.